Event description:
Customer reported that a sample tested with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid) was interpreted as negative by the echo but wells appear visually positive. Customer states that the pattern fits with a anti-jka. Customer does not have history on this patient. This is the first time an anitbody has been identified.

Manufacturer narrative:
Review of result files- crrs 3 lot r056 well 1 (8) well 2 (40) well 3 (0) well 4 (100)- controls, visually optimal, well 1 slight halo, small button, well 2, moderate adherence well 3 -negative phenotype- well 1jka+jkb- well 2 jka+jkb- well 3 jka-jkb+crrid lot id119raw scores 1,2,1,2,2,8,1,1,0,1,1,40,1,1,100,0 - visual inspection controls, optimal. Agree with instrument assessment. Phenotype- well 2 jka+jkb- well 4 jka+jkb+ well 5 jka+jkb+ well 6 jka+jkb- well 11jka+jkb+ well 12 jka+jkb- well 13 jka+jkb+ well 14 jka+jkb+. The reactivity of the jka antigen was confirmed on retention crrs(3), lot r056 and retention crrid, lot id119 with anti-jka.the reactivity of the jka antigen was confirmed on returned crrs(3), lot r056 and returned crrid, lot id119 with anti-jka.the submitted plasma sample (reportedly anti-jka) was tested with returned and retention crrs(3), lot r056 on in-house echo. The sample exhibited equivocal, but visually positive reactivity with cell I and cell ii, jk(a+) red cells with returned r056. The sample exhibited equivocal, but visually positive reactivity with cell I and 2+ reactivity with cell ii, jk(a+) red cells with retention r056. A service call was made. The issue was resolved by replacing the camera reader. The system was tested and operates within specifications with no problems observed.